Manufacturer narrative:
PMA/510(k) # k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Lab evaluation: 1 x echo-hd-3-20-c from lot number c1378747 as returned to cirl for evaluation. Upon evaluation the following was noted the device was returned in a plastic bag. There was no syringe returned. There was no stylet returned. There was no needle exposure. The needle was kinked at the notch and the needle tip is intact. The needle advances and retracts without any issues. There is no other functional issue with the device. The customer complaint is considered to be confirmed as the failure was verifies and the needle was kinked. A definitive root cause for the customer complaint could not be determined as the exact operational conditions are unknown, possible causes may be due to the scope being in a torturous position causing the needle to bend. Prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The notes section of the instructions for use, ifu0077-4, which accompanies this device instructs the user to: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". On review of the information provided, there is no viable evidence to suggest that the user did not follow the instructions for use. A review of the manufacturing records for the echo-hd-3-20-c device of lot# c1378747 did not reveal any discrepancies which could have contributed to this occurrence. According to the information received no adverse effects to the patient have been reported as a result of this occurrence. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
As per problem statement: during a cytopunction, the 1st passage of the needle was normal. At the 2nd punction, the needle did not come out of its sheath. The nurse and the surgeon noted that during the retrieval of the device that the needle was bent. It was impossible to reuse it for the 2nd and the last passage. Consequences: they had to use another needle to do the punction. Not declared to (B)(4). They would like a credit note "as per complaint form": during a cytopunction, the 1st passage of the needle was normal. At the 2nd punction, the needle did not come out of its sheath. The nurse and the surgeon noted that during the retrieval of the device that the needle was bent. It was impossible to reuse it for the 2nd and the last passage. They had to use another needle to do the punction.